Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with unstable angina and in stent restenosis resulting in a CABG surgery. The index procedure treated the 70% stenosed, 3.0x12mm target lesion located in the mid left anterior descending (lad) artery. Treatment placed a 3.0x16mm taxus express2 study stent and utilized post dilation with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 2008, the patient presented with chest pain and shortness of breath. Cardiac enzymes were negative for myocardial infarction. Angiography 2 days later revealed a 90% restenosis of the mid lad. The following month, the patient underwent CABG surgery, with lima to the lad and svg to the 1st diagonal branch. The patient's heart was slightly enlarged. The patient was discharged the same month on aspirin and clopidogrel. The following month, the patient presented with a one week duration of shortness of breath with "minimal" exertion. The patient underwent computed tomographic angiography, which revealed "mild to moderate" pericardial effusion but no evidence of pulmonary embolus or parenchymal pulmonary disease. The patient was referred for a cardiac consult and underwent coronary angiography. The mid lad lesion was treated with placement of a 30 x 28mm non bsc stent and post dilatation with 0% residual stenosis. The patient was discharged the following month on aspirin and clopidogrel.